Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned; a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay user/reporter, the patient's father, reported there were air bubbles seen in the insulin cartridge in the pump, and the patient's blood glucose level was 500 mg/dl. The reporter claimed this issue had been ongoing for four months. At this time, the patient experienced no symptoms of high or low blood glucose levels, and did not receive any medical attention. The reporter noted there was no damage seen to the cartridge or tubing, and the infusion set was secure. Troubleshooting revealed the patient's technique was correct and the insulin was being handled appropriately. The pump was not available at the time of the call; therefore no troubleshooting could be done on the pump. The patient experienced blood glucose levels suggestive of severe hyperglycemia after he discovered air bubbles in the insulin cartridge while using the reported pump, therefore this complaint is being reported.